Event description:
A pt's blood glucose was tested, using the suspect device, with results of 770 mg/dl, 772 mg/dl, and 782 mg/dl (device's reading range is 10 - 600 mg/dl). Reporter indicated that, based on these results, emergency medical services were summoned on pt's behalf. Upon their arrival, pt's blood glucose reportedly measured 280 mg/dl (on paramedics' blood glucose monitor). No treatment was received. While on the phone with technical support, reporter indicated that the aforementioned values could not be located in the device's memory. Additionally, reporter indicated that portions of the device's display appeared to be missing (reporter did not specifically note which sections/icons/segments). Technical support requested the return of the suspect product and replacement product was shipped.